Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the deployment of a 26 mm sapien 3 valve by tf approach in aortic position, the commander balloon burst due to aortic calcification. Difficulties were encountered withdrawing the delivery system through the sheath; so it was decided to remove the whole system (delivery system and sheath) together. The balloon then became stuck in the common iliac artery. The balloon was cut from the device. Vascular surgery had to be performed to remove the remainder of the balloon. Pre-deco evaluation found esheath liner delamination.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation after being used in the procedure, with the delivery system inserted through the sheath. The sheath liner was circumferentially delaminated ~5" in length from the distal tip, and the liner was expanded and not torn. The sheath shaft was kinked ~5" from the distal tip. The marker band was intact, with only minor distal tip damage. The esheath is a single use device. Due to the returned condition of the device (seam expanded, liner delaminated at tip), no relevant functional testing was able to be performed. Due to the condition of the returned device (seam expanded, liner delaminated at tip), no relevant dimensional testing was able to be performed on the sheath. Review of lot history for the related work order revealed no other similar complaints related to ¿sheath distal tip ¿ liner delamination¿. Complaint data for the previous 12 months was reviewed (july 2016 through june 2017) for the edwards esheath (all models, sizes). Seven (7) other devices have been returned and evaluated for this issue. A review of complaint data for june 2017 revealed that the complaint rate did not exceeded the control limit for the applicable complaint trend category (¿damaged¿). The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing related issues that could have contributed to this complaint. No IFU/training manual deficiencies were identified. During manufacturing, the sheath shaft components were 100% visually inspected under minimum 3x magnification. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. During pv, work orders are verified. The verification includes visual inspection for abnormalities both before and after seam expansion testing. The work order could only have been released if all units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed through visual inspection. However, no manufacturing non-conformance's were identified in the returned devices. Based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigation supports that the esheath shaft has proper inspections in place to detect issues related to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. The returned delivery system (see related MDR 2015691-2017-01794) was observed to have a burst balloon and withdrawal difficulty was reported by the complaint site. It is likely that, during retrieval of the delivery system into the sheath, the burst balloon caught on the liner at the sheath distal tip. When subsequent withdrawal difficulty was encountered, excessive force and/or manipulation may have been applied, resulting in liner delamination at the sheath distal tip. As such, available information supports that patient and/or procedural factors (access vessel tortuosity/calcification; withdrawal difficulty) contributed to the reported event. Since no manufacturing non-conformance, labeling, or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient/procedural factors (withdrawal of burst balloon) may have contributed to the reported event. No labeling or IFU inadequacies have been identified. As such, no corrective or preventative action is required at this time.